Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It reported that shaft break occurred. The target lesion was located in a coronary artery. A 28 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 28 x 4.00mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break at 660mm from end of strain relief. A visual and tactile examination found an extrusion kink 12mm proximal of the bi component bond. This type of damage is consistent with excessive force being exerted on the delivery system. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It reported that shaft break occurred. The target lesion was located in a coronary artery. A 28 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.